Manufacturer narrative:
Rods were implanted on (B)(6) 2017. The patient was performing daily activities and felt a pop in her back. Both rods were broken. Patient was not injured in any other way. The rods have been removed and replaced on (B)(6) 2017. (B)(4). Exemption number e2017030.

Event description:
Rods were implanted on (B)(6) 2017. The patient was performing daily activities and felt a pop in her back. Both rods were broken. Patient was not injured in any other way. The rods have been removed and replaced on (B)(6) 2017.